Event description:
The reporter stated that he and his wife had gotten the er1 message on each of their meters. He said that they both had retested and each had gotten a result. He could not remember their results. He stated that they did not do color chart comparisons with the test strips.